Event description:
Per the clinic, the patient developed an infection two weeks post initial cochlear implant implantation as well as extrusion of the electrode array and was prescribed a 45 day course of oral antibiotics. On (B)(6) 2014 the patient was taken to the operating room where the site was cleaned and the electrode array was repositioned. On (B)(6) 2014, the electrode was found to have extruded again and subsequently on (B)(6) 2014 the electrode array was repositioned and the wound site was closed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.